Manufacturer narrative:
Other, other text: additional information: no patient involvement. Issue noted during testing.

Event description:
Additional information: no patient involvement. Issue noted during testing.

Manufacturer narrative:
One medfusion pump was received cracked on the right plunger case. The event history log was reviewed and there was a motor rate error. An occlusion test was performed and the motor rate error was unable to be replicated. The intermittent error was unable to be determined. The motor bracket, leadscrew and clutch halves were replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medical medfusion pump failed occlusion test. There was no reported adverse event.